Event description:
It was reported that the patients implantable pulse generator (ipg) incision was draining fluid and infection was suspected. The physician opted to do an incision and drainage (I and d) procedure and remove the ipg. The explanted ipg was kept by the facility. Additional information stated that the patient was prescribed antibiotics, healing and is doing well postoperatively.

Event description:
It was reported that the patients implantable pulse generator (ipg) incision was draining fluid and infection was suspected. The physician opted to do an incision and drainage (I and d) procedure and remove the ipg. The explanted ipg was kept by the facility.